Event description:
Per the audiologist, the pt's device was explanted in 2008, because the pt developed cholesteatoma and the electrode array was outside of the cochlea. No reimplantation surgery was done at the time.

Manufacturer narrative:
This is a final report.